Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cracked hydro-pneumatic canister lid, which caused leakage. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the canister lid.